Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had a loss of therapy. The rep asked if there were any environmental/external/patient factors that may have led or contributed to the issue but the patient reported none. The rep stated that there were high impedances on contacts 3, 4, 5, and 6. The rep reprogrammed around them and was able to recapture coverage. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.